Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post-procedure follow-up. Poor atrial sensing was detected, caused by lead dislodgement. A repositioning attempt was made but the helix would not extend again. The lead was explanted and the atrial device port was plugged. The patient was stable.